Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 445 mg/dl, confirmed by fingerstick, after pausing insulin delivery for approximately two hours and announcing smaller-than-actual meals, followed by a full supply change with an inset 23" 6 mm infusion set and observation of a red, slightly bleeding site. Symptoms included elevated blood glucose without reported systemic illness. Outcomes included stabilization of blood glucose to 164 mg/dl with continued monitoring and user education regarding the risks of pausing insulin and misreporting meals.

Manufacturer narrative:
Investigation included technical support troubleshooting, review of device use and infusion site condition, and follow-up calls. Investigation of this case revealed no hardware malfunction, no kinks or damage to the infusion set, and user-managed dosing behaviors consistent with the event. It was concluded that the event was related to user management choices leading to hyperglycemia, with the device functioning as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed. This MDR is being submitted late due to technical issues associated with the initial electronic submission. An initial MDR was prepared and submitted on 23-oct-2025 within the required reporting timeframe; however, the submission was not successfully processed. This report is submitted upon resolution of the technical issue to ensure complete and accurate reporting.